Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported a right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified one extended opening and flat creases. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening in the shell with stress marks assessed as surgical impact opening, and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp edge opening in the shell/radius side with stress marks assessed as surgical impact opening. Additional, changed, and/or corrected data: d.1., d.4., d.6., d.10., h.3., h.4., h.6.